Event description:
It was reported that, "the above implants were implanted in the right knee in one stage of a same day bilateral total knee replacement. The patient underwent an irrigation and debridement procedure for infection in 2009, at which time just the above listed tibial insert was removed and replaced.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.